Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant/revision surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a redo of lynx sling procedure performed on september (B)(6) 2018, for the treatment of recurrent stress urinary incontinence secondary to hypermobility of the urethra. The patient had undergone a procedure in the past which resulted in voiding dysfunction. That sling was removed by the physician last year. She developed severe stress urinary incontinence, requiring many pads. She was very bothered and requested another sling. All risks and benefits were discussed, and the patient understood and agreed to proceed with the plan. On (B)(6) 2019, the patient underwent a sling removal procedure for the treatment of her voiding dysfunction following a sling placed for stress urinary incontinence. All risks and benefits were discussed, and the patient understood and agreed to proceed. During the procedure, a sharp dissection was used to dissect the periurethral fascia in the vaginal epithelium from the bladder neck to just proximal to the urethral meatus and laterally to the inferior pubic rami. The sling was identified at the mid-urethra. Moreover, findings revealed that the mid-urethral sling was tight. It was circumferentially dissected off the mid-urethra, cut in the middle and dissected completely as it inserted into the obturator internus muscle bilaterally. There, it was cut and sent for pathological analysis. The urethra was noted to be intact. Copious antibiotic irrigation was done. The vaginal epithelium was then closed with 2-0 vicryl in a running fashion. A vaginal packing and foley catheter were left in place. The patient tolerated the procedure well and was returned to the recovery room in good condition.

Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a procedure performed on an unspecified date, for the treatment of stress urinary incontinence. However, it resulted in voiding dysfunction. That sling was removed by the physician in 2017. After removal, the patient developed severe stress urinary incontinence, requiring many pads. On (B)(6) 2018, the patient was implanted with another lynx suprapubic mid-urethral sling system during a redo of the lynx sling procedure for the treatment of recurrent stress urinary incontinence secondary to hypermobility of the urethra. She was very bothered and requested another sling. All risks and benefits were discussed, and the patient understood and agreed to proceed with the plan. On (B)(6) 2019, the patient underwent a sling removal procedure for the treatment of her voiding dysfunction following a sling placed for stress urinary incontinence. All risks and benefits were discussed, and the patient understood and agreed to proceed. During the procedure, a sharp dissection was used to dissect the periurethral fascia in the vaginal epithelium from the bladder neck to just proximal to the urethral meatus and laterally to the inferior pubic rami. The sling was identified at the mid-urethra. Moreover, findings revealed that the mid-urethral sling was tight. It was circumferentially dissected off the mid-urethra, cut in the middle and dissected completely as it inserted into the obturator internus muscle bilaterally. There, it was cut and sent for pathological analysis. The urethra was noted to be intact. Copious antibiotic irrigation was done. The vaginal epithelium was then closed with 2-0 vicryl in a running fashion. A vaginal packing and foley catheter were left in place. The patient tolerated the procedure well and was returned to the recovery room in good condition.

Manufacturer narrative:
Correction to block b5. Block b3 date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant/revision surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: patient code e1311capture the reportable event of unspecified kidney or urinary problem (voiding dysfunction). Impact code f1905 capture the reportable event of device revision or replacement (sling removal procedure). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.